Manufacturer narrative:
Corrections: initial report state the device was not received. The device was received and this section has been revised. The pump was not returned, however, the proximal portion of the guide wire was received. The wire was inspected and the reported wire fracture was confirmed. Kinks were identified in the core of the wire towards the proximal end. Due to lack of clinical data, and no returned pump, a root cause cannot be definitively determined. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this pump lot.

Manufacturer narrative:
The guide wire from the impella cp in question was received and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old african american male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using an impella cp device. The pump was inserted successfully, however, when removing the 0.018" guide wire, there was resistance. Although physician was successful in applying the necessary force to remove this component from the pump, the wire's coating was believed to have "sheared off" into the patient's leg. No intervention or extra measure were performed to remove any fragments. Thereafter, the pump ran without any malfunctions.